Manufacturer narrative:
Additional information was received that the tear was caused by a non-medtronic super stiff guidewire. The tear was successfully repaired during the open surgical procedure. It was reported that the patient had a large right heart.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve had good position but decreased blood pressure was noted during the last 1/4 deployment. An echocardiogram showed cardiac tamponade. A resuscitation procedure was initiated. Open chest surgery was performed with cardiopulmonary bypass (cpb). A tear was noted at the posterior wall. The patient left the operating room with extracorporeal membrane oxygenation (ECMO). No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: cardiac tamponade can be caused by a variety of factors during a transcatheter aortic valve implant (tavi) such as patient risk factors, including annular size, annular calcification, commissural calcification, left ventricle size, left ventricle hypertrophy, and myocardial ischemia/scar; the products used for device implant; operator technique and experience. Cardiac tamponade is typically a complication of the procedure and not due to the device. In this case, cardiac tamponade was most likely related to the tear which was caused by a non-medtronic super stiff guidewire. However, a conclusive cause could not be determined with the limited information provided. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, low blood pressure was possibly related to patient reaction during initial deployment of the valve followed by cardiac tamponade and tear as reported. However, a conclusive cause could not be determined from the information available. Perforations are known potential adverse effects, per the device IFU, which can occur during any invasive procedure. In this case, it was reported that it was caused by a non-medtronic super stiff guidewire, and not due to a medtronic device. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.